Event description:
It was reported that a small volume intermate leaked while using a clamp on the line. This problem was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 15c005 was manufactured from march 4, 2015-march 6, 2015. One unit was received for analysis. Upon receipt, fluid was observed inside the bag that contained the unit which indicated leakage had occurred. The unit was removed from the bag and the cause of leakage was identified to be separated tubing at the solvent-bonded junction of the stressmember. Examination of the tubing revealed traces of solvent on the tubing. The cause of the separated tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.